Event description:
Correction far r oversensing was not noted.

Manufacturer narrative:
Correction: far r oversensing was not noted.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post sensed t wave oversensing and far r oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.